Event description:
It was reported the patient had a loss of therapeutic effect, and had been urinating every 30 minutes for about a week prior to report. The patient was going 5-6 times per night. It was stated the device helped, and when he "charged himself" he would only go to the bathroom 2 times a night maximum. The patient had been informed "months ago" that there were only "2 wires active instead of 3." It was reported the patient had "so many seizures the last 5 years one of the wires could have pulled out." The patient's serious injury, brain damage and short term memory issues, was a result of "hitting the front of his brain so much it was now mush from the seizures." It was reported the patient had "100 blood clots in lungs." Additionally, the patient fell off a porch 6 months prior and "smashed 2 vertebrae." The implantable neurostimulator (ins) battery light was blinking on the patient programmer. The patient "was getting 20 but he had to increment up 60" to feel the stimulation, but then it "didn't work so well." The patient's bladder "was all out of shape" due to cancer in the patient's right kidney, which had been removed. It was also reported the patient had pain in his tailbone for the prior 3 weeks. The patient had a lot of pain especially while riding in the car, and had caused the patient to be in bed for 2 days following a car ride. The ins battery was "very low." The patient was going to call a physician regarding getting a replacement ins. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had an aneurysm and '200 blood clots.' It was stated the patient had been catheterizing 4-5 times a day. It was further noted the patient was still trying to find a doctor to do their device replacement.

Event description:
It was further reported that the patient was in pain and the device had fully depleted. The patient continued to struggle to find a physician to replace his device.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3093-28, lot# j0343841v, implanted: (B)(6) 2003, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had experienced a number of bad seizures and one brain concussion between 2014 and 2015 "and since before interstim 20 or more years." It was stated that the patient lost feeling in their hands, feet, and rump; it was not known when this issue began. It was noted that the "wire pulled out" for their prior ins system and that it was left in the patient when they put in their new system once the patient's health care provider (hcp) told them it did not go through their tailbone.